Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noticed leaking at the connection site between the primary tubing and the extension set while connected to a patient's PICC line. Blood was also noted to be siphoning up from the connection site through the filter. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc (B)(4), lot y018150, exp oct 2017, 09% sodium chloride injection; therapy date: (B)(6) 2016. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of leaking at the connection site between the primary tubing and extension set was confirmed. Visual inspection observed a crack measuring 0.3860 inches long on the female luer of the extension set. Leaking at the connection site between the primary tubing and extension set was confirmed during functional and pressure testing. The cause of leaking at the connection site between the primary tubing and extension set was a cracked female luer on the extension set. The root cause of the crack is unknown.